Event description:
A patient reported undergoing a procedure where dye was injected into his epidural space followed by a CT scan. Following this procedure, the patient has not felt adequate stimulation in his lower back. The patient believes the physician may have damaged the lead with the needle. A bsn representative evaluated the patient's system and informed the physician that the procedure may have damaged the lead. The decision has been made to perform lead revision surgery.